Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins wasn't staying charged anymore and they were wondering if they needed it replaced. They charged the ins to 100% from 25-50% that morning and it was currently about 75% charged. The patient hadn't recently been reprogrammed or switched groups and they charged their ins to 100%. No symptoms or further complications reported.